Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant, upn: (B)(4), model: 101-9812, serial: n/a, batch: 800311.

Event description:
It was reported that the patient experienced back pain. X-ray showed that the implant was displaced and a possible spinous fracture. The physician advised the patient to wear a brace for 2 to 3 weeks.